Event description:
Terumo medical received the following information: upon opening the white packaging, it was noticed that the patient ID cards were all missing from the fold-out pockets. All 10 cards from one pack were affected; this was noted during the same procedure. The event occurred during preparation; therefore, no patient was involved.

Manufacturer narrative:
A1: patient identifier: no patient involvement .a2: age & date of birth: no patient involvement .a3: patient sex: no patient involvement .a4: weight: no patient involvement .a5: ethnicity: no patient involvement.a6: race: no patient involvement.d6a: implanted date: no patient involvement.d6b: explanted date: no patient involvement.e1: phone number:(B)(6).the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.refer to section h10 for the related reports.